Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that there was a call service 069 alarm. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04-dec-2017 with the following findings: a review of the pump¿s black box and alarm history showed a call service alarm, which is written in the pump's black box . During investigation, the pump was powered on and a hard call service alarm was produced at the rewind step. The failure is defined as a language file corruption while retrieving the language text. The language corruption issue causing the alarm was found to be due to a malfunction in the flash chip, a component on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.